Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and case cracked at the reservoir tube window corner.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose and had a low of 11 mg/dl. Customer has not been hospitalized for any of the events. Customer treated with a glucagon shot. Current reading was over 200 mg/dl. The drive support cap appears normal. Most recent set change was on (B)(6) 2015 evening and she was disconnected during the rewind/prime sequence. The reservoir showed the same amount of insulin as shown on the status screen and the device was not exposed to a magnetic field. The customer stated she called the doctor and doctor advised to request the insulin pump to be replaced. The insulin pump was replaced and returned for analysis.